Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 299 mg/dl, 131 mg/dl, 106 mg/dl, 157 mg/dl, 86 mg/dl, 71 mg/dl, and 77 mg/dl. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.